Manufacturer narrative:
This report is based on information provided by philips technical support and has been investigated by the philips complaint handling team. The customer evaluated the device. The operation check was successful. The device was not evaluated by philips or by authorized service provider as the device was end of life. A philips product support manager evaluated the hardware and software logs for the device and found that neither log contains an error commensurate with the reported problem. A philips clinician reviewed this case. Following the analysis of 6 ECG segments, 3 no shock advised decisions were made by the philips smart analysis AED algorithm as the presenting rhythm was monomorphic ventricular tachycardia (vtach). Page 8 of the philips smart analysis AED algorithm application note states (regarding stable monomorphic vtach): the aha states that rhythms accompanied by a pulse should not be shocked because no benefit will follow, and deterioration in rhythm may result. The smart analysis algorithm is designed to be conservative for stable monomorphic tachycardias. It is designed to avoid shocking rhythms that are commonly accompanied by a pulse or rhythms that would not benefit from an electrical shock. Two samples of monomorphic tachycardia are shown in figure 13 (of the philips smart analysis AED algorithm application note) as examples of borderline rhythms that do not require shocks. Both rhythms are of known supraventricular origin. Smart analysis gives a no shock decision for these rhythms. Aha guidelines recommend synchronized cardioversion for hemodynamically unstable monomorphic tachycardia but allow unsynchronized cardioversion if the synchronized cardioversion is not available. If smart analysis does not recommend a shock for monomorphic tachycardia, then consider using an als monitor/defibrillator in manual mode with synchronized cardioversion if an acls clinician is present. Based on the information available and the testing conducted, the cause of the reported problem was the patient was not in a shockable rhythm. The reported problem of not delivering a shock was confirmed. There was no product malfunction. The device performed as designed. The device remains at the customer site. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor. The customer is asking for the reasons why it was determined that shocks were not necessary when using AED mode. The customer wants to know if the equipment worked correctly. The patient's electrocardiogram (ECG) waveform at the time of the event was ventricular tachycardia. There was a ¿no shock advised¿ message from the device. The use of a defibrillator was delayed until the arrival of a doctor. CPR was administered to the patient. The patient then returned to normal ECG rhythm. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor. The customer is asking for the reasons why it was determined that shocks were not necessary when using AED mode. The customer wants to know if the equipment worked correctly. The patient's electrocardiogram (ECG) waveform at the time of the event was ventricular tachycardia. The use of a defibrillator was delayed until the arrival of a doctor. CPR was administered to the patient. The patient then returned to normal ECG rhythm. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.